Event description:
Per the clinic, the patient experienced an extrusion of internal magnet. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.

Event description:
Per the clinic, the patient underwent a revision surgery under general anesthesia to replace the implant magnet on (B)(6) 2024.